Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 6000 c501 module. The initial sodium result was 140 mmol/l and the repeat result was 115 mmol/l. The initial chloride result was 100.9 mmol/l and the repeat result was 130.2 mmol/l. The initial results were not reported outside of the laboratory. There was no allegation of an adverse event.